Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing with the bd phoenix¿ pid, discrepant results were obtained. A tissue sample was identified as s. Capitis while testing with maldi identified the same isolate as s. Epidermidis. Results were not reported out, and there was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that there were misidentifications. 2nd isolate was ID¿d as s. Epidermidis by maldi, and s. Captis by phoenix.

Event description:
It was reported that while testing with the bd phoenix¿ pid, discrepant results were obtained. A tissue sample was identified as s. Capitis while testing with maldi identified the same isolate as s. Epidermidis. Results were not reported out, and there was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that there were misidentifications. 2nd isolate was ID¿d as s. Epidermidis by maldi, and s. Captis by phoenix.

Manufacturer narrative:
H.6 investigation summary this complaint is not confirmed. This complaint is for no ID of s. Lugdunensis and mis ID of s. Epidermidis as s. Captis and s. Hominis as s. Epidermidis when using phoenix panel pid ((B)(6)) batch number 1251467. The customer reports that the maldi identified the organisms as s. Lugdunensis, s. Epidermidis and s. Hominis respectively. The customer did not provide panel returns or isolates but did provide lab reports for the investigation. The complaint batch was not available for investigation due to the batch being expired at the time of the investigation and is beyond our stability timeframe. As a result, this complaint is unconfirmed for performance. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed three additional complaints on the complaint batch, none of which have been confirmed. Bd ID/ast plant quality will continue to monitor for trends and act as necessary. Please continue to communicate any additional concerns. Per baltrmphxidastaph rev 10 version h, ID 6.0-6.11, indicates the potential risk of a misidentification was assessed as s4. Per baltrmphxidastaph rev 10 version h, ID 3.0-3.14, indicates the potential risk of no result (ID or ast- using patient isolates) as an s3. H3 other text : see h.10